Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model zcb00, +27.0 diopter) was explanted from patient¿s operative eye because of patient experiencing decreased vision and needed a different diopter. During the procedure sutures were used. Customer confirmed that there was no patient injury. Patient was doing good at discharge. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 6/19/2018. Device returned to manufacturer ¿ yes device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was observed cut, which could be related to the explant process. Due to the condition in which the sample was returned the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.